Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the bhr head was removed. The bhr cup remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Cobalt and chromium levels 4 months pre-revision were of 1.2 mcg/l and 2.3 mcg/l respectively. The reported pain, intraoperative findings of pseudotumor, granulomatous debris, polymorphonuclear leukocytes, as well as the pathology report indicating a cyst with severe chronic inflammation are consistent with findings associated with an inflammatory reaction. It cannot be concluded that this was a metal debris related issue as the histopathology and metal ions and the revision findings do not confirm this. The reason for the revision and the root cause of the reported clinical reactions cannot be determined. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery from the left hip was performed due to chronic pain, pseudotumor, elevated cobalt and chromium levels from failed left hip resurfacing arthroplasty consistent with metal on metal wear.